Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, the 26mm commander delivery system balloon burst during deployment of a 26mm sapien 3 ultra resilia valve in the aortic position. The balloon was fully inflated when it had burst. No additional volume had been added to the balloon prior to inflation. There was moderate calcium in the landing zone. The perceived root cause of the balloon burst is calcium burden in the lvot. As the valve was not fully expanded, a second delivery system was prepared, and a second valve inflation was performed. There was no patient injury.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was discarded and not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was not provided for review. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The delivery system balloon burst was unable to be confirmed as neither device nor relevant imagery showing the balloon burst during deployment was provided. Available information suggests patient factors (calcification) had likely contributed to the event as information provided from the field stated the lvot had moderate calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.